Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high out of range pacing impedances greater than 2500 ohms. There was also noise on the rv lead which caused oversensing and an inappropriate shock. In addition, loss of capture was noted on the rv lead. Boston scientific technical services recommended turning tachy mode off and revising the rv lead. Additional information was received which indicated the suspected cause of the field observations was a fracture on the rv lead. The rv lead was explanted. No additional adverse patient effects were reported.